Event description:
It was reported that while positioning an embolization coil within an ica aneurysm, upon retraction, the coil did not appear to move. The coil was detached from the delivery pusher. The microcatheter was withdrawn and in doing so the coil move upstream to the mca. An attempt was made to retrieve the coil using a loop and alligator snare unsuccessfully. No add'l attempts were made. Collateral flow appeared normal the following day.

Manufacturer narrative:
Sample analysis: the device was returned with the implant coil detached from the delivery pusher. The delivery pusher was tested for electrical continuity and met specification. The implant coil was not returned as it remains within the pt. The distal end of the delivery pusher has been detached by a detachment controller as thermal evidence is visible. Also, the thermal detachment is characteristic of being detached in air, not in the pt. The device introducer was not included for eval. The delivery pusher was normal in specification. The root cause of this complaint appears to be due to the use inadvertently detaching the device during the device pretest prior to advancement of the coil. The device was pushed distally and then upon retraction the coil did not move as it was already detached. The user confirmed that the detachment button was pressed during the pretest. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.